Manufacturer narrative:
Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: fg maverick 2 mr, 2.00mm x 15mm was returned for analysis. Visual and tactile inspection found no issues with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 4mm longitudinal balloon tear in the balloon. The tear was located in the balloon material just distal to proximal markerband. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. The tear was located in the balloon material just distal to proximal markerband when inflating to rated burst pressure of 14 atmospheres. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of 'adverse event related to patient condition'. This code was selected as the most probable complaint cause based on the information available. It was reported that the balloon ruptured. Returned device analysis confirmed a rupture in the balloon material. It is most likely an interaction occurred between the balloon and the patient anatomy that caused/contributed to the reported event. The patient anatomy was severely tortuous and severely calcified artery, which likely led to the balloon burst.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, due to several calcifications, the balloon ruptured. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, due to several calcifications, the balloon ruptured. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.